Event description:
A healthcare workder experienced numbness to the tongue and lips, redness around the rims of of her eyes, light- headedness and a little short of breath while she emptied out a small container of cidex opa. The worker was wearing a gown, gloves, and eye goggles at the time of the event. The facility plans to have the ventilation in the room evaluated. The worker did not seek medical attention and her symptoms resolved within one hour.